Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the delivery catheters repeatedly kinked near the valve of the outer sheath and as a result, difficulties in lead advancement and fixation were encountered. The delivery catheter was replaced. With the second catheter, the kinking occurred again and it became difficult to advance the lead with fixation difficulty possibly due to a blood clot and tissue entangled with the lead helix. The first lead was replaced, however, the difficulties were encountered with the second lead as well. A different lead model was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.